Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced intrinsic sphincter deficiency, urethral hypermobility and failed transoburator sling. Furthermore, it was reported that the plaintiff died. The cause of death reported was aplastic anemia. Related to MFR# 2183959-2015-00501. Related to MFR# 2183959-2015-00502.